Event description:
It was reported that the subject device experienced a poor image quality, the image was dark. This was discovered during set up and inspection for use, before patient in the room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, g1, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the rigid tube was dented, the light guide bundle was chipped, and the objective lens was scratched. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the initial malfunction: component failure of the charged coupled device. In regard to the newly identified malfunctions, the causes were traced to component failures. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.